Event description:
Boston scientific received information that high pacing impedance measurements were observed on this right ventricular (rv) lead. The patient was referred to the hospital and the doctor opted to remove this rv lead. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the right ventricular (rv) lead was performed. Upon visual inspection, the complete lead was severed in two segments at 11.9 cm from terminal pin. Also, the proximal segment has all 3 legs severed from the terminal pin. However, an x-ray confirmed no fractures. Laboratory testing was unable to reproduce the reported clinical observations.